Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Per service order (B)(4) the repair quotation was not accepted by the ssu and therefore the device was returned to the ssu without being repaired. (B)(4).

Event description:
On (B)(6) 2011 (B)(6) reported that due to a handling error there was dried residue from a liquid in the pneumatic system of the vacuum controller (vavd) serial number (sn): (B)(4). It was requested that a repair quotation be sent before any repair was performed. (B)(4).